Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred approximately one week post implant. It was further reported the patient had bacteremia and the atrial lead was reported to be dislodged. The implantable pulse generator (ipg) system was explanted. No further patient complications have been reported as a result of this event.